Manufacturer narrative:
H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 110, 91, 108, 119, 90, 106 and 285 mg/dl. The customer¿s expected blood glucose test results are: 100 mg/dl am fasting, 120 mg/dl pm fasting, 120-125 mg/dl pm non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 153 mg/dl and 150 mg/dl using the meter; customer was not satisfied with the results obtained. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 04/15/2022 and open vial date is 12/29/2020. The meter memory was reviewed for previous test result history: (B)(6).